Manufacturer narrative:
The actual device involved in this incident has not been returned for evaluation and testing. We will submit a follow up report including the summary of evaluation if we were to receive the actual device.

Event description:
Per the reported information, while the doctor was performing a procedure of a tenotomy on gluteus minimus with a tenex handpiece (tx microtip), the needle broke off and remained inside patient's hip. The doctor noticed it while taking x-rays of the patient as a part of the second procedure. The doctor does not know when the needle breakage exactly occurred during the procedure and it is not possible to know whether the tenotomy was performed at full effectiveness. There have been no reported patient injury or adverse event resulting from this incident.